Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part # sd352.110. Synthes lot # h340822. Release to warehouse date: january 18, 2019. Manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 11.0mm medullary reamer head front cutting (part # sd352.110, lot # h340822) was received at us customer quality (cq). Upon visual inspection, it was observed that the reamer cutting flute edges were dull due to the nicked and deformed flute cutting edges. The noted issues were consistent as the end of life indicators for the device. The damaged cutting features on the received device confirms the alleged complaint condition. Conclusion: the complaint was confirmed for the received device. After a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 4 medullary reamer head front cutting were picked up for inspection post-op and were found out dull. They are not sharp for reaming. There was no patient involvement. This report is for 1 11.0mm medullary reamer head front cutting. This is report 1 of 4 for complaint (B)(4).